Event description:
It was reported that the patient stated to have an allergic response to the implanted system, but the allergy tests were negative. The pocket was slowly healing and the physician suspected the patient was picking at the glue that was used to seal the implant site. The physician elected to explant the system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.